Event description:
It was reported that during an a-fib procedure, the patient had a pericardial effusion while ablating in the left atrium. Transseptal access was obtained through a pfo, and thermocool and lasso catheters were advanced through it into the left atrium, then to the left superior pulmonary vein osteum. After approximately 5 rf lesions were created (15-45 seconds in duration at 35 watts), the physician and staff noticed a pericardial effusion on ultrasound. The procedure was aborted at this point, all catheters, except the soundstar, were removed from the body, and protamine was given to reverse the heparin effect and lower the act. The soundstar remained in patient to monitor effusion which resolved on its own without a pericardiocentesis. Patient was stable when the event was reported to bwi.

Manufacturer narrative:
Note: it was also mentioned that decapolar catheter (manufactured by medtronic) was also used in the coronary sinus during the procedure. Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. The customer was contacted by biosense webster field service engineer. The hospital staff stated that the event was not caused by bwi equipment. The customer declined service.